Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in a pancreatic duct stent placement performed in the pancreatic duct on (B)(6) 2018. According to the complainant, when they attempted to place the 7fr 9cm advanix pancreatic stent for chronic pancreatitis, the stent kinked which causes the deployment failure. The procedure was completed with a different device manufacturer and different size successfully. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 2976 captures the reportable event of stent kinked. A visual evaluation of the returned advanix pancreatic without its stent was performed and found that there were no visual defects noted, the returned product looks under good conditions without evidence of damages or anomalies. A function inspection was performed, although the stent involved was not returned for inspection, the pull wire was pulled and the guide catheter could be completely retracted which is evidence that probably the stent was able to be deployed properly during the use of the product. Therefore, no problem detected is selected for the most probable cause for the complaint. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in a pancreatic duct stent placement performed in the pancreatic duct on (B)(6) 2018 . According to the complainant, when they attempted to place the 7fr 9cm advanix pancreatic stent for chronic pancreatitis, the stent kinked which causes the deployment failure. The procedure was completed with a different device manufacturer and different size successfully. There were no patient complications reported as a result of this event.